Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged while treating a pt, the device was intermittently unable to select leads. Complainant did not indicate there was any adverse effect to the pt due to the reported malfunction.